Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope had a foreign object stuck inside the biopsy channel. It is unknown when the event occurred. There were no reports of patient harm.